Event description:
It was reported that the implantable pulse generator (ipg) experienced a partial electrical reset while being interrogated by the remote transmission monitor. Subsequently, there was no diagnostic data available. The ipg was reprogrammed to clear the reset and remains in use. The monitor is to be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: the remote monitor was received and analyzed. Inventory and visual inspection inspection revealed that there was corrosion at battery compartment. Visual inspection shows battery contact pin corrosion. Unknown fluid residue is seen on the battery contact pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.